Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was 160 mg/dl. Reportedly, customer reverted to insulin shots for insulin therapy.